Event description:
It was reported the patient's scs lead was replaced due to intermittent stimulation. It was also reported during the replacement procedure the lead appeared to be cracking as it neared the insertion of the scs ipg header. Subsequently, the scs ipg was also replaced to ensure functionality. Follow-up identified the issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.